Event description:
The caller alleged discrepant results when compared with lab results. The results are as follows. The caller alleged discrepant results when compared with meter. The results are as follows: 4.5, 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Old meter = (B)(4). New meter - (b)(64. Per internal procedure (B)(4), the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time. Per msg, two discrepant results conducted on two inratio meters ((B)(6), 2008 - old meter = 4.5, new meter = 3.5). However, the lab results, which are done within 2 hours are still pending. Hence, the accuracy cannot be calculated on this particular test. As of (B)(6), 2008, the two meters and ...